Event description:
The customer also reported a potential false negative. A patient entered their clinic on sunday showing covid symptoms and the accula test was negative. The patient followed up with them and informed them that their send out test at cvs indicated that they were positive for covid. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.